Event description:
Patient reported infusion device display screen showing "2.0" and continuously beeping. She replaced the power pack and the infusion device worked properly. Patient indicated that the power pack was at least 3 weeks old. She did not report any physiological effects associated with this issue. No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for eval. Issue described to agency.